Manufacturer narrative:
A partial lead was received in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.6-12.7cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 8.1-8.5cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic showing non-sustained lead noise on both the tip conductor and rv coil conductor. Noise was reproducible in-clinic with arm movements. It was noted that the patient had recently taken up golfing again. Diagnostic imaging revealed externalized conductors. Lead was explanted. No further information was available.